Event description:
It was reported that during a supply change the caregiver inserted the cartridge incorrectly, attached the cartridge to the adaptor outside the pump, and initiated the press-and-hold sequence, after which insulin was observed leaking inside the pump, indicating an infusion set connection issue and improper cartridge handling. No reported symptoms. Outcomes included successful resumption of insulin delivery after replacing the cartridge and adaptor and completing proper rewind and attachment steps, with user education provided. Investigation included troubleshooting and guided education over the phone. Investigation of this case revealed user setup error resulting in an infusion set connector not attached properly and leakage, with the affected components being the cartridge, adaptor, and infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper cartridge insertion and connection.